Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: during investigation, a visual inspection of the pump showed a glue-like substance on the display lens. The pump powered on and displayed the verify screen. The audible tones and vibration functioned properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was reported that there was glue visible on the display screen that could not be removed. It was noted that the screen was not able to be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.